Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: hub restarting during surgery. Hub keeps restarting. We had a delay due to the hub restarting several times. The failure identified in the investigation is consistent with the complaint record. Probable root cause can be attributed to issues with the ssd satadom, and software. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.